Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to surgical technique as the device was assembled into its mating part.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling, "instruments, which have experienced extensive use or excessive force, are susceptible to fracture." (B)(4). Product requested, not yet received.

Event description:
During a procedure, the threaded part of the connecting bolt was damaged as it was attempted to be connected to the nail. There was a 45-60 minute delay in procedure.